Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("infection (other) describe: pelvic") in a 40-year-old female patient who had essure (batch no. C59249) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's past medical history included gravida I and fever. Previously administered products included for an unreported indication: zoloft and ibuprofen. Concurrent conditions included depression since 1993, kidney stone, cervical polyp, uterine fibroid, parity 1, submucous leiomyoma of uterus, malaise, depression, spotting vaginal and menometrorrhagia. Concomitant products included eugynon (triphasil) from (B)(6) 2015 to (B)(6) 2016 and eugynon (trivora) from (B)(6) 2015 to (B)(6) 2016 for birth control. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods") and abdominal pain lower ("abdominal cramping"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), fatigue ("fatigue"), arthralgia ("joint pain(knees, elbows, knuckles, wrist)"), back pain ("lower back pain") and the first episode of musculoskeletal pain ("shoulder pain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced infection ("she developed infection that required antibiotic treatment"). In (B)(6) 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of musculoskeletal pain ("shoulder pain"). The patient was treated with antibiotics and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia and back pain was resolving, the pelvic infection, dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia and infection outcome was unknown and the migraine, headache, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, fatigue, headache, infection, menorrhagia, migraine, pelvic infection, pelvic pain, vaginal haemorrhage, weight increased, the first episode of musculoskeletal pain and the second episode of musculoskeletal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("infection (other) describe: pelvic") in a 40-year-old female patient who had essure (batch no. C59249) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's past medical history included gravida and fever. Previously administered products included for an unreported indication: zoloft and ibuprofen. Concurrent conditions included depression since 1993, kidney stone, cervical polyp, uterine fibroid, parity 1, fibroids, malaise, depression, spotting vaginal and menometrorrhagia. Concomitant products included eugynon (triphasil) from (B)(6) 2015 to (B)(6) 2016 and eugynon (trivora) from (B)(6) 2015 to (B)(6) 2016 for birth control. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods") and abdominal pain lower ("abdominal cramping"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), fatigue ("fatigue"), arthralgia ("joint pain(knees, elbows, knuckles, wrist)"), back pain ("lower back pain") and the first episode of musculoskeletal pain ("shoulder pain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced infection ("she developed infection that required antibiotic treatment"). In (B)(6) 2016, the patient experienced pelvic infection (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of musculoskeletal pain ("shoulder pain"). The patient was treated with antibiotics and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia and back pain was resolving, the pelvic infection, dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia and infection outcome was unknown and the migraine, headache, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, fatigue, headache, infection, menorrhagia, migraine, pelvic infection, pelvic pain, vaginal haemorrhage, weight increased, the first episode of musculoskeletal pain and the second episode of musculoskeletal pain to be related to essure. Most recent follow-up information incorporated above includes: on 12-jun-2018: reporters added and updated patient demographics. Historical drug, historical condition, concomitant disease and laboratory data were added. Added events abnormal bleeding (vaginal, menorrhagia), shoulder pain, she developed infection. Updated events and onset dates. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("infection (other) describe: pelvic") in a 40-year-old female patient who had essure (batch no. C59249) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In september 2015, the patient experienced migraine ("migraines"), headache ("headaches"), arthralgia ("joint pain(knees, elbows, knuckles, wrist)"), back pain ("lower back pain") and musculoskeletal pain ("shoulder pain"). In february 2016, the patient experienced pelvic infection (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), fatigue ("fatigue") and abdominal pain lower ("abdominal cramping"). The patient was treated with antibiotics and surgery (surgery to remove essure implant./hysterectomy (full),salpingectomy (bilateral removal of fallopian). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, back pain and musculoskeletal pain was resolving, the pelvic infection, dysmenorrhoea and weight increased outcome was unknown and the migraine, headache, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, fatigue, headache, migraine, musculoskeletal pain, pelvic infection, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr was received - reporter and patient dempgraphic added. Lot number c59249 added. The following events were added: migraines, headaches, weight gain, fatigue,dysmenorrhea (cramping), arthralgia, abdominal cramping, lower back pain, shoulder pain, device monitoring procedure not performed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and pelvic infection ("infection (other) describe: pelvic") in a 40-year-old female patient who had essure (batch no. C59249) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's medical history included gravida I and fever. Lab results: (B)(6) 2016, protein = 8.6 gm/dl h and albumin level = 4.9 gm/dl h. Previously administered products included for an unreported indication: zoloft and ibuprofen. Concurrent conditions included depression since 1993, kidney stone, cervical polyp, uterine fibroid, parity 1, submucous leiomyoma of uterus, malaise, depression, spotting vaginal and menometrorrhagia. Concomitant products included ethinylestradiol;levonorgestrel (triphasil) from (B)(6) 2015 to (B)(6) 2016 and ethinylestradiol;levonorgestrel (trivora) from (B)(6) 2015 to (B)(6) 2016 for birth control as well as multivitamins. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods") and abdominal pain lower ("abdominal cramping"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue/ extreme fatigue"), arthralgia ("joint pain(knees, elbows, knuckles, wrist) / chronic joint pain"), back pain ("lower back pain/ severe lower back pain") and musculoskeletal pain ("shoulder pain") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced infection ("she developed infection that required antibiotic treatment"). In (B)(6) 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced nausea ("this makes me sick to my stomach"), abdominal distension ("unusual bloating") and feeling abnormal ("brain fog"). The patient was treated with antibiotics and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, back pain and musculoskeletal pain was resolving, the pelvic infection, dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia and infection outcome was unknown and the migraine, headache, fatigue, abdominal pain lower, nausea, abdominal distension and feeling abnormal had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, fatigue, feeling abnormal, headache, infection, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic infection, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: while I still suffer from chronic joint pain brought on by essure, my other symptoms have gone away. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2019: social media and FDA email communications received : events added : brain fog, unusual bloating, this makes me sick to my stomach( nausea). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.